Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its original implanted site. The physician attempted to reposition this lv lead but was not successful due to patient anatomy. A new lead has been successfully placed. No adverse patient effects reported from this procedure.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the allegations from the field. A guidewire was unable to be inserted in this lead most likely due to blood/body fluid infilltration. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.